Event description:
When footpedal was depressed to activate the lithotripter, the patient immediately went into asystole. The devise was turned off and the patient immediately self-converted to normal sinus rhythm. No treatment was necessary. The procedure was cancelled and the lithotripter was taken out of service.